Event description:
The physician opened the box for a px400 straight catheter but inside the box she found what looked like a shaped catheter (possibly a 45 degree tip shape).

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
There is approximately a 30 degree bend in the tip with the vertex located 1.0 cm from the distal tip. A 0.025" mandrel was introduced into the hub and advanced distally. The mandrel moved through the entire catheter without unusual friction. The catheter is functional. The damage of the tip noted in the complaint is confirmed. The microcatheter is packaged with a shipping mandrel to protect the tip from damage. The damage seen is this case is likely the result of handling once the shipping mandrel was removed and the catheter was being prepared for use in the case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.